Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description. The reported field event of threshold and sensing anomaly were not confirmed in the laboratory. The lead exhibited normal electrical characteristics. All measured data were within product specification. The cause of threshold and sensing anomaly could not be determined.

Event description:
It is reported that during implant the lead may have been damaged with lv lead placement. Decreased sensing and threshold was observed. This lead was not implanted.